Manufacturer narrative:
This report is being retracted due to having been identified as a duplicate. Refer to 1220648-2026-00239 for all reporting.

Event description:
The complainant reported that the purge flow dropped below 2 ml/h and an alarm indicating high purge pressure occurred. The purge system was discussed in detail, and it was emphasized to monitor the motor current closely. An update was provided to the local team regarding an observation on the infusion circuit where the purge flow decreased to 2.5 ml/h without triggering any alarms. A follow-up call with the nurse confirmed that the pump was functioning properly without issues. The decreased purge flow was addressed, recommendations and best practices were shared, and local thrombolytic therapy using tissue plasminogen activator (tpa) was mentioned and requested. The tissue plasminogen activator (tpa) lysis protocol was subsequently shared with the medical team. Later, another call confirmed that fluid was changed to 50 ml of aqua, and tissue plasminogen activator (tpa) administration was performed collaboratively.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.